Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and provide an answer to e4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the image was not displayed due to a communication failure caused by a damaged cable. The cause of the cable failure could not be specified. The event can be prevented by following the instructions for use (IFU) which state: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. It was also found that the image disappeared/darkened, and the visual field was suddenly lost. A break in the cable was also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd autoclavable camera head, there was a defective appearance of the video cable. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the image disappeared/darkened, and the visual field was suddenly lost. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.